Manufacturer narrative:
During a percutaneous transluminal angioplasty to the posterior tibial artery, the balloon was reported not to inflate. Upon examination the physician discovered a slit like line on the balloon. There was no reported injury to the patient. No additional pateint, lesion/vessel or procedural information is available. The product was not returned for analysis. Neither a lot history review nor a review of the manufacturing records could be performed as no sterile lot number was available. Conclusion; at this time there is not enough information to draw a conclusion between the device and the reported event.

Event description:
During a pta to the posterior tibial artery, attempts were made to inflate the balloon, but the pressure gauge of the indeflator did not increase pressure. The balloon was then removed form the pt and inspected. A slit was found in the balloon. There was no report of pt injury. The product appeared perfect during pre-use inspection, and no anomalies were noted during prepping. The product is not available for evaluation and testing.